Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 190 ml in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the sample showed no signs of blockage or abnormality in the delivery tubing nor the reservoir that could have caused the reported problem. After the blue winged luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping or difficulty. No signs of flow problem were observed from the sample during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report than a folfusor had no flow before use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample and it is currently under evaluation by baxter personnel. A follow up will be submitted once the evaluation is completed or if additional information becomes available. Additional narrative: this is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.